Manufacturer narrative:
The customer reported that the first set of assays were run through the entire integrated system (cta module). For the repeat set of assays, the customer reported running the assays directly on just the access module of the integrated system. Based on this information, it is suspected that a hardware issue may need to be addressed. Bec has recommended to the customer that a field service engineer visit the site to inspect the system.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously low results for creatine kinase - mb (ck-mb), myoglobin, and troponin I for one (1) patient sample assayed on a synchron lxi 725 clinical system. The erroneously low ck-mb, myoglobin, and troponin I results were reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that the patient sample was reassayed for ck-mb, myoglobin and troponin I. The repeat analyses yielded higher results which the ordering clinician expected. The customer reported that quality control data were recovering within the laboratory's established ranges at the time of the event. The customer reported reassaying other patient samples at the time of the event. The results between the original assays and repeat assays for the other patient samples correlated. The customer reported that there were no visible abnormalities with the patient sample and there was sufficient patient sample volume. The customer reported that there were no observed analyzer errors at the time of the event.